Manufacturer narrative:
..While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Device evaluation: hdt "unit: propex pixi sn: px2023010129 warranty repair: yes case number: case(B)(4) date of sale: 28/7/2023 date of repair: 29/5/2024 dealer (customer): kol description of problem from customer: wrong meaurements, device does not turn on. Service description: propex pixi has aaa rechargeable battery. When battery is low it needs to be charged for at least 12 hours. New battery requires 24h charging. Please see propex pixi battery behavior document added. It is also written in dfu. After charge here tested for measurements with certified apex tester from maillefer. All values correct. Cables are ok. Charger is charging correctly but has defective plastic chassis that holds EU plug. We do not recommend to use this charger at all. Do not use it and order new one. Pictures from testing attach to mail to ds poland. Thank you. The repaired medical facility underwent a safety and functionality reassessment." All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that a propex pixi eur gave incorrect measurements. No injury occurred.